Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The company representative (rep) reported that they "had an old catheter that was nonfunctional but remaining implanted" . Patient's system replaced this day. No other information provided.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2021. Product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 27-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative (rep) reporting that the pump was prophylactically replaced because it had been shutdown. The patient decided she wanted it back. When testing the flow of the catheter they could not get cerebrospinal fluid (csf) back so the just implanted a new catheter to be used. The exact cause of the non-functional catheter was not determined. The issue resolved and the newly placed catheter was functioning great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.